Manufacturer narrative:
The autopulse platform (B)(4) was returned for preventive maintenance. As part of routine service, the platform was examined and found physical damage on the load plate cover. This observation is attributed to mishandling. The device was functionally tested and displayed a user advisory (ua) 07(discrepancy between load 1 and load 2 too large) error message on the user control panel. The root cause is due to a defective load cell. After replacement of the cover and load cell, the console was further tested and passed all final specifications without any further issue observed.

Event description:
The autopulse platform (B)(4) was returned for preventive maintenance. As part of routine service, the device was tested and during initial power up, displayed user advisory (ua) 07(discrepancy between load 1 and load 2 too large) error message on the user control panel.